Event description:
It was reported that during use, unit ran about 3 compressions, stopped and shut down. Patient was (B)(6) male. Customer tried another set of batteries without any success. Manual CPR was performed. Customer stated that the batteries have proper test cycles and are being properly maintained. The report for the autopulse resuscitation system that was involved in this event was filed under 3003793491-2012-00074.

Manufacturer narrative:
Battery failed power testing. Product labeling indicates that the useful life of each battery is 2-4 years and that battery life is influences by frequency of use, and frequency of routine battery maintenance. Battery was 2+ years old and even though it had been maintained, it is possible for it to have aged past the end of its useful life.